Event description:
The pt tested her blood glucose on suspect device and it was 219 mg/dl. She took usual dosage of insulin 40 units of humulin n. At 12:30 pm, she was feeling shaky. She tested her blood glucose on the suspect device and it was 74 mg/dl. She drank orange juice and ate a stick of glucose. She called the paramedics and before they arrived she passed out. When they arrived they tested her blood glucose on their device and it was 20 mg/dl. She was taken to the hosp and given an IV.